Manufacturer narrative:
Review of the device history record found a temporary deviation to substitute knife. A sample has not been returned for this complaint. The customer provided one photo of the packaging for the substitute knife. The sample for this event was not returned for evaluation. The root cause of the customer¿s dissatisfaction is related to a knife substitution which occurred due to a backorder with the supplier. The root cause of the reported dull blade unknown as a sample was not returned for investigation, so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported dull knives were noted during the procedures. There was no impact or harm to the patients. Additional information and samples have been requested.